Manufacturer narrative:
Device 1 of 20. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that 20 products from 2 market units had opening off-centered of which 5 were used and 15 were unused. She also stated that she had used some products and experienced a decrease in wear time as a result. The customer denied any stoma injury. No photo is available at this time.